Event description:
A surgeon submitted patient data for an outcome analysis following lasik surgery. During a review of that data, this patient was found to have experienced a decrease in bcva in the left eye at one and three-month post-op exams.